Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The event date is an approximation. It was reported by (B)(6), along with an accompanying medwatch report (B)(4), that the patient experienced inaccurate cgm values. On (B)(6) 2025, the patient¿s cgm issued a low alert, though no specific cgm value was documented at that time. The patient was experiencing dizziness and contacted emergency medical services (ems). Upon ems arrival, there was no recorded cgm or bg meter value. Ems administered a glucagon injection and transported the patient to the emergency room (ER). At the ER, the patient¿s bg meter reading was 123 mg/dl; no cgm value was reported. The patient was discharged home around 12:30 pm the same day. At approximately 1:30 pm, the patient¿s cgm reading was 139 mg/dl, with no bg meter comparison available. At the time of this report, the patient had recovered and had a cgm reading of 140 mg/dl. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Medwatch report (B)(4). Diabetes mellitus is a known cause of hypoglycemia.